Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the system is not able to through shock self-test. There was no report of patient involvement.